Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/6/2015 legal claim and medical records received. Legal claim alleges pain, numbness, tingling, broken stem and elevated metal ions. Lab results indicated the metal ion levels are below 7ppb. The revision operative note confirmed the broken stem. The cup was also noted to have too much anteversion (didn't give a degree), but it wasn't revised. After the revision, the patient has noted a leg length discrepancy and pain. The medical records believe the pain can be attributed to possible lymphoma. There is no new additional information that would affect the existing investigation. The complaint was updated on:11/18/2015.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a broken femoral stem and loosening.